Event description:
A (B)(6) female with symptomatic prolapsing hemorrhoids (unresponsive to medical therapy), anemia and rectal bleeding who presented on (B)(6) 2012 for colonoscopy and hemorrhoidectomy. During procedure, pt experienced a rectal perforation and warranted emergent ostomy placement. Pt was admitted to intensive care unit post-op and remains there in guarded condition.